Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/24/2023, it was reported by a arthrex employee via sems that an ar-6410 arthoscopy main pump tubing's internal part of the cup collapsed. This occurred during a knee arthroscopy on (B)(6) 2023 and resulted in the serum coming out of balance and the patient's leg ended up swelling. No additional information provided.

Event description:
Additional information was provided, where a sales representative reported that an arthrex pump with an unknown part and serial number was used along with the equipment. This occurred during a knee surgery, so they configured the pump for the knee, and the flow was at 40. They noticed the failure due to the amount of serum sent to the equipment and the pulley that rotated quickly, without intervals. The patient had excess serum inside the leg (part of the gastrocnemius). The surgeon made "holes" to leak the liquid inside, relieve the tension caused, and return the blood flow.

Manufacturer narrative:
This report is being submitted to provide additional information in h3, h6: health effect - impact code, type of investigation, investigation findings, investigation conclusions, and updated information in g3. The complaint has been confirmed based on the photo provided by the customer, which shows the membrane collapsed. The most likely cause for the reported failure can be attributed to user error of the device, such as disconnecting and reconnecting the tubing during use.